Event description:
The device ECG cable was accidentally dropped into the wet snow. The pt was loaded into the ambulance. Reportedly when the cable was plugged back into the monitor, the pt's ECG 'could not be seen'. A spare trunk cable was connected to the device but this reportedly did not resolve the observance. The reporter stated there was no adverse affect to the pt resulting from the discrepancy.